Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. There were multiple photographs of the dialyzer provided. Each photo shows various angles of one end of the dialyzer with blood visible within the threads of the header cap. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Although pictures were provided, a definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred towards the start of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. Blood leak test strips were not used as the leak was visually observed in from the seal of the header cap. There was no defect or damage seen on the dialyzer as the leak from the seal was unnoticed before starting treatment. The machine, a fresenius 2008t machine, did not alarm as the leak was external. The patient¿s estimated blood loss (ebl) was reported to be less than 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation because it was discarded. However, photos of the dialyzer were provided.